Manufacturer narrative:
Section b3: the event date is estimated as 2025 as the month and day of the event are unknown. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient stopped using the device because it burnt him. The patient stated that it happened a while ago. It burned him on the tope left side of the foot. The patient has a burn mark. The battery pack got very hot. The patient stated it was so hot that it could not be touched. The patient stopped using the device immediately after it happened. The doctor is aware of the incident and the patient showed the doctor the scare. No further information was provided.

Event description:
It was reported that the patient stopped using the device because it burnt him. The patient stated that it happened a while ago. It burned him on the tope left side of the foot. The patient has a burn mark. The battery pack got very hot. The patient stated it was so hot that it could not be touched. The patient stopped using the device immediately after it happened. The doctor is aware of the incident and the patient showed the doctor the scar. No further information was provided.

Manufacturer narrative:
Additional information in the following fields - b4: date of this report, h6: evaluation codes as the day of the event is unknown, the event date is estimated as february of 2025. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.